Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion:without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported clinical observation does not indicate a potential manufacturing issue. Hypotension is a known potential adverse effect per corevalve instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this event it was reported to be due to the ventricular septal defect and not the valve. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient became hypotensive and had decreased neurologic responsiveness. Vassopressors and cardiopulmonary resuscitation (CPR) were prescribed. A ventricular septal defect was identified on transesophageal echocardiogram (tee). The defect was not repaired. The patient remained intubated and demonstrated decorticate posturing. Neurology specialists were consulted. Neurologically, the patient was improving, and was opening eyes to verbal stimuli. Computed tomography (CT) and electroencephalography were ordered, but patient was deemed too unstable to have tests completed. Patient expired one day post implant. No autopsy was performed. Cause of death per physician was cardiovascular. The death was not related to a valve malfunction nor was there any allegation that the valve contributed to the patient's death. Per the physician, the hypotension was due to the ventricular septal defect (vsd) and the procedure, not the device. The physician noted the cause of death to be related to the procedure with no device relation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.